Event description:
It was reported while using an unspecified bd pen needle the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: end user reports that after one application the needle broke being attached to the ampoule. A piece of the needle remained in the ampoule. This way, not being possible to remove the needle and not even using the ampoule anymore. End user has not replied to any of the questions asked.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd pen needle the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: end user reports that after one application the needle broke being attached to the ampoule. A piece of the needle remained in the ampoule. This way, not being possible to remove the needle and not even using the ampoule anymore. End user has not replied to any of the questions asked.